Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with afx devices, original implant date is unknown. In 2017 it was reported the patient had aneurysm sac growth and a possible type 2 endoleak. The physician elected to complete a coil embolization procedure on the right hypogastric and the ima. The physician indicated the aneurysm sac was still enlarging following the coiling procedure. The physician believes the patient may have a type 3b endoleak, however, the physician is not able to confirm with out a computed tomography angiogram, (cta). Endologix has not received any updated information for this patient, there are no reports of the patient having a secondary intervention or the cta scan. The current patient status is unknown.